Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient has received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing. All three inappropriate shock episodes happened during exercise when patient's heart rate was elevated. Boston scientific technical services (ts) was consulted to review the episodes. Upon review it was noted the first shock was two months post implant due to t-wave oversensing from reduced r-wave amplitude while the s-ICD was programmed to secondary vector. The inappropriate shock was delivered on the t-wave which induced a true ventricular fibrillation (vf). A second shock successfully converted the vf. The s-ICD was subsequently reprogrammed to primary and then to alternate sensing vector. When programmed to primary and alternate vector no further episodes were recorded. In (B)(6) 2021 the device was programmed back to secondary vector for an unknown reason. One month later another inappropriate shock occurred. Occurred in september 2021. Another episode was recorded five months later with t-wave oversensing due to reduced amplitude r-waves. Again the inappropriate shocks induced a vf which was then successfully terminated by a second shock delivery. Ts recommended to program the device back to primary or alternate vector and perform exercise testing with elevated heart rates to ensure appropriate sensing vector. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient has received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing. All three inappropriate shock episodes happened during exercise when patient's heart rate was elevated. Boston scientific technical services (ts) was consulted to review the episodes. Upon review it was noted the first shock was two months post implant due to t-wave oversensing from reduced r-wave amplitude while the s-ICD was programmed to secondary vector. The inappropriate shock was delivered on the t-wave which induced a true ventricular fibrillation (vf). A second shock successfully converted the vf. The s-ICD was subsequently reprogrammed to primary and then to alternate sensing vector. When programmed to primary and alternate vector no further episodes were recorded. In august 2021 the device was programmed back to secondary vector for an unknown reason. One month later another inappropriate shock occurred. Occurred in september 2021. Another episode was recorded five months later with t-wave oversensing due to reduced amplitude r-waves. Again the inappropriate shocks induced a vf which was then successfully terminated by a second shock delivery. Ts recommended to program the device back to primary or alternate vector and perform exercise testing with elevated heart rates to ensure appropriate sensing vector. The s-ICD remains in service and no adverse patient effects were reported.